Manufacturer narrative:
Concomitant medical products: evproplus-29us, transcatheter valve, implant date: (B)(6) 2020; 3058, mgu, ipg, implant date: (B)(6) 2017; 3889-28, mgu, lead, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead approximately six weeks post implant. The ra lead remains in use. No patient complications have been reported as a result of this event.